Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was over 600 mg/dl. The customer stated that the down arrow button was unresponsive. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. Troubleshooting for the customer¿s high blood glucose was not able to complete. The insulin pump will be returned for analysis.